Manufacturer narrative:
The system was examined and the reported event was confirmed. The non-conforming footswitch cable was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 10, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system phacoemulsification would not work during a cataract with intraocular lens implant (iol) procedure. An alternate system was used to complete the procedure. There was no harm to the patient.